Event description:
It was reported that a malfunction occurred, indicated by a malfunction code malf 0, but the fault was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.